Event description:
It was reported that during a prostate procedure there was a loss of efficiency @ 312,670 joules after 51 minutes of usage. Switched to safety fiber broken during procedure. Fiber broke on the metallic part. Fiber was exchanged and procedure completed with the second fiber. There were "no damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the metal cap is melted at the output window location; the glass cap exhibits severe devitrification at the output window; the distal end of the fiber/glass cap is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).